Manufacturer narrative:
(B)(4). Upon inspection, the complaint was confirmed. The magnet cap had failed allowing the magnet to be pulled from the distal end of the fusion end effector.

Event description:
It was reported during a avr procedure that the device failed, and a new device was used to complete the procedure. The facility reported there were no patient safety concerns.